Event description:
It was reported that the impedance on the right ventricular lead decreased and was low. It was also reported that thresholds have increased and r waves have decreased. The sensitivity was reprogrammed, and the lead remains in use but is being observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.